Manufacturer narrative:
The device was discarded and will not be returned for evaluation. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
Patient reported that two or three weeks ago, her blood glucose was over 300 mg/dl. When she removed the device, she observed that the cannula was bent. She was unwilling to look up her bg history from the event and had discarded the device.